Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that three infusion sets got leaked insulin at site on 23/jun/2024. The infusion set been in use for 2 to 3 days. The customer's blood glucose at time issue noticed was 372mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.